Manufacturer narrative:
Based on the claim against the product by the customer noting that the endoscope had to be manually flipped and moved in the opposite of the intended direction, an investigation is in progress to determine the cause of this reported event. Isi has received the 30-degree endoscope instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Isi reviewed the site¿s complaint history, which shows that the same endoscope was reported under patient identifier (B)(6). This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the bedside assistant had to manually flip the endoscope for the surgeon. The endoscope in use at the time was a 30-degree endoscope, and it was installed on arm 2 of the patient side cart (psc). The intuitive surgical inc. (Isi) tech support engineer (tse) was informed by the surgeon at the time of the call that the system was working normally and would call back if the issue persisted in the following cases. There were no reports of patient injury. Procedure was completed with no patient harm. Isi followed up with the customer and confirmed that the surgeons' head was inside the surgeon console¿s high resolution stereo viewer. Issue did not occur during instruments manipulation. The endoscope was moving in the opposite of the intended direction. There was no shakiness and no interference. The issue was persistent and occurred whenever the customer tried to switch view from up to down. The customer remained in down view and continued with the procedure without switching view. The scope was inspected prior to use and no damaged was found. There was no patient injury, and the issue was not resolved.